Event description:
It was reported the video system center's front panel was not working. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the front panel buttons or switches were not working and the error b40 was displayed due to the failure of the main board. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.